Event description:
Boston scientific received information that during a follow up out of range pacing impedances as well as increased pacing thresholds. And a change in amplitudes were displayed on the left ventricular lead. Pocket manipulation was performed which showed noise on the left ventricular channel, resulting in pacing inhibition with no reported asystole. Reprogramming was done, and an x-ray was scheduled. Subsequently, an x-ray was administered which did not show loose setscrews on the device. Although it was noted that the left ventricular lead had microdislodged. The device was once again interrogated and normal measurements were displayed. At this time a follow up was scheduled and this lead remains implanted.

Manufacturer narrative:
Should additional information become available this investigation will be updated.

Manufacturer narrative:
A revision took place. Pre-implant testing showed loss of capture and out of range pacing impedances on the left ventricular lead. The lead was disconnected and analyzed with a pacing system analyzer (psa) which revealed out of range pacing impedances as well. Manipulation of the proximal portion of this lead revealed a lead fracture near the suture sleeve site. The physician elected to repair the lead. Following the procedure the lead parameters were evaluated and normal measurements were observed. This left ventricular lead remains implanted. No adverse patient effects were reported following the procedure.

Manufacturer narrative:
Additional information provided noted that a follow up took place, and out of range pacing impedances and loss of capture were once again noted. A dislodgment was suspected and a revision procedure has been scheduled. The device was reprogrammed. No adverse patient effects were reported.